Event description:
It was reported that the patient experienced a prolonged elevated heart rate and presented to the hospital. Data was collected and it was determined that the device was left in ¿test mode¿ and the ¿battery ran dry¿. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).